Event description:
It was reported by the customer that during use there was blood leaking into the catheter of the cardiosave intra-aortic balloon pump (iabp). There was patient involvement, but no harm was reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.